Event description:
A past high blood glucose event was reported by the customer, but the specific level was displayed as "high" without an exact value. Cause was not known. The customer took corrective action by administering a correction injection via manual deliver.